Event description:
A helex device was explanted. The pt reportedly had been experiencing a series of strokes, and was admitted to the hospital in a coma. Transesophageal echo revealed growth on the right and left atrial discs of the device. The explanted device, tee films, pt file and pathology report has been requested from the site.